Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that ten minutes after a brevera breast biopsy procedure on (B)(6) 2025, the patient briefly lost consciousness, which was followed by confused speech and involuntary movements of the head and limbs. It is further reported by the user site that emergency services were called, the patient's heart rate was elevated and she vomited; however, blood pressure, oxygen saturation, respiratory rate and blood glucose levels were normal throughout. It is reported that the patient does not have any known allergies and no swelling of the face was observed. The user site reports that the patient improved while awaiting emergency services to arrive, but the involuntary movements of the right arm persisted. The user site reports that the patient provided an update that the remaining symptom resolved and that the CT brain scan was normal; however, the patient was awaiting further neurological assessment. No further information is currently available.